Event description:
Customer reportedly obtained results of 62mg/dl and 247mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to suggest where comparison performed.